Event description:
It was reported that during a tooth extraction, the head of the bur broke. It was also reported that there was no pt or user injury. It was further reported that the surgery was delayed by three to five mins and the procedure was completed successfully.

Manufacturer narrative:
The bur shank subject to this investigation was returned to the MFR for eval, it was visually confirmed the head of the bur was broken from the shank. The returned bur shank was measured where possible and all critical specs were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.